Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/18/1989 and was last repaired on 04/06/2013 for preventative maintenance. Evaluation of the device observed cuts to the air hose. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side. The device passed side to side calibration at all thickness settings. Unable to determine a cause of the reported complaint; however, improper handling likely caused the damage to the hose and lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.

Event description:
It was reported that the cutting surface of the zimmer air dermatome was an uneven depth, and does not adjust evenly on both sides. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.